Event description:
It was reported that, "adverse local tissue reaction."

Manufacturer narrative:
This is the same pt/event as MFR # 2249697-2012-00703. An eval of the devices cannot be performed as explanted devices are being kept to be sent to a lab by surgeon and were not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.